Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was swinging the pump by the tubing. As a result, the cartridge tubing separated from the cartridge. There was no impact to the customer's blood glucose level was the customer was using the pump with saline at the time of the report. Reportedly the customer was using manual injections for insulin therapy.